Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report several no delivery alarms. The customer changed her infusion sets three times to no avail. The customer's blood glucose reading was 300 mg/dl. The customer completed troubleshooting and resolved the alarms. The customer was advised that the alarm was caused by an infusion set or reservoir occlusion, and that the insulin pump was working as designed. The customer was advised to monitor the insulin pump and call back if problems recur. Nothing was replaced or returned.